Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient experienced false "low" reading from their dexcom g7 sensor that resulted in their insulin pump not giving them basal insulin. They woke up with high bg values and high ketones. The symptoms, bg and ketone values were not specified. The patient was admitted to the hospital with diabetic ketoacidosis (dka). Although requested, no treatment or other details were specified. At the time of the report no other details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.